Event description:
It was reported that the patient heard an alert and went to the hospital. Stored episodes showed oversensing, and the impedance had increased on the right ventricular lead. Thoracic x-ray showed a "lead abnormality 2.5 cm from the ICD connector block." The device was programmed off until the lead was replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead measuring 41.5 cm was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.